Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter would not detach from the delivery system. They took it out and successfully completed the procedure with another filter. Physician states he may have been holding a little counter-tension, but did not experience same issue with the second device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the jugular introducer and the tulip filter were returned. On the introducer the safety lock was pressed, ie the system was unlocked. The detached filter was properly shaped and the grasping hook on the introducer grasped and released the filter as intended. Based on these findings the exact reason for the difficulties encountered cannot be determined, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". Cook medical will continue to monitor for similar events.